Event description:
It was reported by repair work order that the bed could not be lowered to the low height position due to user error. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.